Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic embolization procedure. When the catheter was pulled out from the holder after flushing the holder, the catheter was not able to be pulled out and the catheter was broken.